Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device was not cool down. In initial evaluation findings they confirmed and tested the device, but chiller temperature (t4) was not cooling down. Checked mixing pump and worked normally. Checked chiller pump and there was no frost on the chiller piping and the chiller pump operated normally. Found chiller assembly problem. It needs revisit. Per review of wo on 12dec2023, there was no patient involvement. Symptoms were detected during the equipment inspection.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. The device was evaluated upon receipt. Tested the device, but t4 was not cooling down. Checked mixing pump, and it worked normally. Checked chiller pump. There was no frost on the chiller piping, and the chiller pump operated normally. Found chiller assembly problem. Replaced chiller assembly. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the water of the arctic sun device was not cool down. In initial evaluation findings they confirmed and tested the device, but chiller temperature (t4) was not cooling down. Checked mixing pump and worked normally. Checked chiller pump and there was no frost on the chiller piping and the chiller pump operated normally. Found chiller assembly problem. It needs revisit. Per review of wo on 12dec2023, there was no patient involvement. Symptoms were detected during the equipment inspection.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. The device was evaluated upon receipt. Tested the device, but t4 was not cooling down. Checked mixing pump, and it worked normally. Checked chiller pump. There was no frost on the chiller piping, and the chiller pump operated normally. Found chiller assembly problem. Replaced chiller assembly. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device was not cool down. In initial evaluation findings they confirmed and tested the device, but chiller temperature (t4) was not cooling down. Checked mixing pump and worked normally. Checked chiller pump and there was no frost on the chiller piping and the chiller pump operated normally. Found chiller assembly problem. It needs revisit. Per review of (B)(6) 2023, there was no patient involvement. Symptoms were detected during the equipment inspection.